Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 and keypad anomaly due to critical pump error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 148 mg/dl at the time of incident. Customer stated that the insulin pump had stuck button alert prior to pump error alarm and it was cleared. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.